Event description:
Pediatric patient who has a broken screw after lengthening of a rib-to-rib and rib-to-spine veptr vertical expandable prosthetic titanium rib device. He was home for several weeks and then felt a pop and presented with a broken screw. The risks and benefits of attempted screw removal and replacement of distal fixation were clearly explained, and the patient was taken to the operating room.